Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6), 2012, post coronary stenting procedure, the patient experienced a 6th nerve palsy which prolonged hospitalization. On (B)(6), 2012, the patient was discharged, with neurological symptoms continuing. On (B)(6), 2012, the patient experienced a myocardial infarction and coronary atheroma (stenosis) which led to the death. It is unknown if the stenosis was in-stent or in another area of the heart. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of myocardial infarction and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events.

Event description:
It was reported that 6 days post stent implantation in the left main and right coronary artery, the patient died. An autopsy was performed, but results have not been provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stents: xience prime: 3.0x18mm, 3.5x15mm, 3.0x33mm, 3.5x33mm. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.